Event description:
Customer called stating that meter was giving inaccurate readings. Customer's meter reported a result of 492 mg/dl, compared to the hosp results of 115 mg/dl. An eval of the system was concluded over the phone, which determined that the meter was working within specifications. Customer asked to return meter for further eval, and a replacement was provided.